Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm in the left internal carotid artery (ica) with a max diameter of 3 mm and a 4 mm neck diameter. Landing zone: distal: 3.8 mm and proximal: 4.4 mm. It was noted the patient's vessel tortuosity was minimal. The accessed vessel was noted to be 3.8 with a diameter of 4.4 mm. Dual antiplatelet treatment was administered. The pru level was 117. The angiographic result post procedure showed the vantage covered the aneurysm. It was reported that the physician tried to place the 5mm pipeline and the distal end would not open after several tries and much manipulation. So, a vantage was then pulled and placed successfully. It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. A 4.5 x 14 or 16 was not available because of a back order, the physician chose a short 5 device. The device was lazy to open, and after several failed attempts we pulled it out and put in a vantage. The anatomy was such that the doctor would rather have used a flex but that was not possible with the inventory available. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 228424737); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure was unknown.